Event description:
It was reported that a power on reset condition occurred while implanting the neurostimulator. The message was able to be cleared and the programs were still present. Further information is being requested.